Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, since 2016, with average being 90 ohms. Device data was sent to rhythmcare for review. Rhythmcare advised that the high shock impedance was stable at 90 ohms, until this past year, now is reading 90 ohms to 150 ohms. Rhythmcare discussed further troubleshooting options to be considered. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.